Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("symptoms nos"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse event was resolving. The reporter considered adverse event and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("symptoms nos"). The patient was treated with surgery (laparoscopic salingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse event was resolving. The reporter considered adverse event and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: ha number received - (B)(4) . No new clinical information received, update to imdrf/FDA codes only based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: ps/pf/55730) on 30-jan-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("symptoms nos"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse event was resolving. The reporter considered adverse event and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.